Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and was explanted one month later with no reported adverse patient effects. It was noted that at the change out procedure, the battery status for this device was at end of life (eol). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). Additional information received indicates the hospital has retained the device. At this time, the product is not expected to be returned. If the device is returned, analysis will be performed and this event will be updated.